Event description:
The external pulse generator was returned for its annual test and calibration and subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
Product event summary: the external pulse generator was returned for annual test and calibration but subsequently tested out of specification during manufacturer's analysis. Analysis found that the lower case as well as the cover were broken/fractured, that there was miscellaneous contamination, that the keyboard/interface had damage and that the main printed circuit board was out of specification.